Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer's insulin pump screen had scratches on the screen and rainbow effect and it was hard to read, had unusual grinding noise different from the normal rewind process, the insulin pump did not give low reservoir alarm and buttons were sticking down. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.